Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek aviva system. 227 mg/dl and 102 mg/dl; 102 mg/dl, and 228mg/dl. The customer's accu-chek aviva system was also compared to the professional meter with the following blood glucose comparison 102mg/dl and 200's mg/dl. All aforementioned tests were obtained within 10 mins. No reported symptoms/actions/treatment. No adverse event reported. New system sent and returned requested.